Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: the information in the complaint file has been reviewed. On (B)(6) 2020, this male peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with an ¿m65 scale reading error¿ warning during continuous cyclic pd therapy on the liberty select cycler. During this call, the patient mentioned that he was recently released from the hospital. There was no specific allegation this event was due to any deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire the information regarding this patient¿s hospitalization; however, no additional information was obtained from the outpatient clinic or this pd patient. Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event occurred related to any fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) malfunction caused or contributed to the patient¿s hospitalization. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for unspecified reasons. The patient called fresenius technical services for technical assistance when he mentioned recently being discharged from the hospital. Additional information was requested from the patient's outpatient dialysis clinic, however, it was reported that the patient had not contacted their clinic in over three months and was in the process of transferring to another outpatient dialysis clinic. Multiple follow up attempts were performed to capture additional information, however, a response was not received. The date of the hospitalization is unknown and will be captured as (B)(6) 2020.